Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on unknown date, the patient experienced patella pain and his knee was unstable. This adverse event was solved by revision surgery on (B)(6) 2024, in which the patella was resurfaced and the jii md xlpe art isrt sz 5-6 lt 12mm was exchanged. Current health status of patient is unknown. No further complications were reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed scratches and gouges in the surface of the device. There is some discoloration found on the device. This inspection was conducted using a magnifying glass. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional evaluation performed on the device revealed that the damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.